Event description:
It was reported that the patient fell 4 times on (B)(6) 2012 and experienced a shocking /jolting sensation in her leg following the falls. An appointment was scheduled for (B)(6) 2012 with her physician. The patient wanted to switch to lowest setting on her programmer. She was currently on program 2 at .3 volts. She felt better, but was only feeling stimulation on the right side of the perineum. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v979687, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the initial event was that the implantable neurostimulator (ins) was turned off. On (B)(6) 2012, the patient's ins was turned back on and reprogrammed to all 4 original settings. The patient did not need to be hospitalized. The patient was on numerous pain medications and fell a lot. The patient was working in her garden before she was "released by the doctor to do so."